Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the intermittent shock button issue. Physio replaced the main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly. Physio determined that the cause of the reported issue was due to contamination on the shock button trace.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device shock button was intermittent. In this state defibrillation therapy may delayed or not available to a patient if needed. There was no patient use associated with the reported event.